Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. While testing the navigation system, the medtronic representative reported that the exam used in the procedure was evaluated. The representative reported that the surgical site was outside of the accuracy sphere in the application software.

Event description:
A site representative reported that, while in a cranial biopsy, an imprecision was observed after going sterile for the procedure. It was reported that as the site continued with the procedure, the precision reduced. The site was able to complete the procedure with a diagnostic sample. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.